Event description:
The customer observed a falsely elevated hemoglobin result generated on the cell dyn emerald instrument for one patient. (B)(6) 2024 initial hemoglobin resulted in 23.6. Rerun at main hospital resulted at 11.9. No impact to patient management was reported.

Manufacturer narrative:
The customer reports that instrument cell-dyn emerald, list 09h39-01, serial number (B)(6), falsely elevated results for hgb, as compared to a different instrument at a different location. Instrument performance, precision and patient history show no discrepancies. The instrument history review revealed no additional tickets related to the complaint. A review of ticket trending did not identify any related trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated hemoglobin result generated on the cell dyn emerald instrument for one patient. (B)(6)2024 initial hemoglobin resulted in 23.6. Rerun at main hospital resulted at 11.9. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.